Manufacturer narrative:
Concomitant medical products: product ID: 37791 , serial#: unknown , product type: recharger. Other relevant device(s) are: product ID: 37791, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the caller had a frayed recharger antenna cord. It was completely frayed in the area where it connects to the disc. The patient noticed it within the past couple of months. The other night he got zapped when trying to use the recharger antenna. It left a burn mark on his fingers when it zapped because he had it plugged in at the time. A replacement recharger antenna was sent to the patient.